Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support. The insulin pump passed displacement test. Failure analysis was unable to verify motion sensor test failure alarm due to compromised force sensor system alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm. The customer's blood glucose was 175 mg/dl. The customer was unable to perform a displacement test because insulin would just push out and the piston would not stop. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.